Manufacturer narrative:
Batch review performed on 09 january 2020. Lot 172785: (B)(4) items manufactured and released on 13-jul-2017. Expiration date: 2022-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability and swelling in the knee. The cause of the instability and swelling is unknown. The surgeon revised the poly with a bigger one (14mm) almost 2 years and 1 month after primary. The surgery was completed successfully.